Event description:
The customer returned the OES Cystonephrofiberscope to the service center for a separate issue. During the device analysis, it was indicated that a chipped glue at the bending section cover was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection.A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: degradation.Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.The date of the event is unknown. Additional information will be provided if available.